Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not powering on) was confirmed. Upon investigation however, the charger was not powering on due to the fu100 component being internally opened. The root cause of the defective component was unable to be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger will not power on.